Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: the device was returned. The balloon was received inserted into an unknown introducer sheath. The distal end of the balloon was protruding out the distal end of the introducer sheath and was prolapsed over the distal tip, indicating retraction issues. The butt joint was protruding out the proximal end of the introducer sheath hub. A complete circumferential break was observed in the outer catheter at the butt joint, which exposed the inner polyimide lumen. The catheter remained in one piece as the polyimide remained intact. The polyimide was stretched and twisted at the location of the break. The edges of the proximal end of the butt joint break were examined and observed to be jagged. The introducer sheath was examined and the distal tip was flared, likely indicating retraction issues. Functional/performance evaluation: an attempt was made to retract the balloon from the sheath; however, this was not possible due to the prolapsed balloon material at the distal end. Additionally, the balloon could not be advanced through the sheath due to the break at the butt joint, which inhibited the pushability. The distal tip of the balloon was pulled on using pliers and the balloon was able to be advanced forward through the sheath. No fiber disturbances were noted to the balloon. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a break at the butt joint and sheath retraction issues based upon the condition in which the sample was returned (i.e. Distal end of balloon bulged and flared introducer sheath tip). It is possible that the balloon wasn't fully deflated before the user attempted to retract through the sheath which would lead to retraction difficulties. Per the reported event details, the catheter butt joint broke during retraction through the sheath. It is likely that excessive force attempting to retract the balloon through the sheath caused the break. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current dorado pta dilatation catheter IFU (instructions for use) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The lot number for the device has been provided. A review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that the pta balloon catheter was difficult to retract through the sheath. It was further reported that the balloon broke from the catheter. Reportedly, another pta balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.